Manufacturer narrative:
Device is being returned to the manufacturer but has not yet been received. Upon receipt and completion of investigation a follow-up medwatch will be submitted. Device not returned to manufacturer.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the lock-screw torque driver ((B)(4)) broke while tightening the lock-screw. The tip of the driver was easily removed from the screw and another driver was readily available to complete the procedure with no delay.

Manufacturer narrative:
Engineering evaluation noted that after visual review of the failed component, the cause of the failure could not be determined. A retrieval and inspection was performed of all known torque handles with the distributor. While some were out of calibration, they were below the nominal torque value, not above. Review of manufacturing history records found a total of ten (10) pieces of this lot were released for distribution on november 19, 2014 with no deviation or anomalies. A two-year complaint history review found one previous report of this nature for this lot which was attributed to an out of specification torque driver. Further complaint review for this part, regardless of lot, did not identify a trend for reports of this nature. The need for corrective action was not indicated.